Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user alleged severe low blood glucose events while using the ilet bionic pancreas and described dissatisfaction with the device and customer support. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included case review and user-reported information. Investigation of this case revealed an adverse event with cause not determined based on user narrative, with no device component or malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.